Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) and breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during maintenance on the 980 ventilator, the main display was blank and the secondary display was erratic. The ventilator was not in use on a patient at the time the event occurred.